Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified procedure with unspecified mentor saline breast implants and suffered several unexplained systemic symptoms, including a rash on chest/back/neck, heart burn, stomach pain, back pain, trouble sleeping, acid reflux, vomiting, nausea, inflammation in stomach, food intolerance, weight loss, indigestion, anxiety, neck/shoulder pain, osteoporosis, calcification of spinal disks, two lesions correspond to hemangioma, one cyst all in the thoracic area of the spine, hormone imbalance, two ovarian cysts, vertigo, tinnitus, heart palpitations, tachycardia, thyroiditis, fatigue, tingling and numbness in hands, feet and legs, joint pain, connective tissue disease, chills, light sensitivity, chronic cough, low libido, mood swings, . No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal on (B)(6) 2019. This report is for the first of two devices.